Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 24.0 mmol/l. The customer treated with manual injection. Customer's blood glucose value was 6.4 mmol/l at the time of the call. Customer reported that the infusion set cannula was bent that could have led to high blood glucose event. Customer reported that there is no issue with the scarred or hardened tissue, and no issue with tape not sticking. Customer was advised of the recommended site preparation , and taping techniques. The product was not returned for analysis. Additional device related incidents: insulin pump (B)(4); infusion set (B)(4).